Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed the forceps channel was experiencing water leakage; however, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling that might have compromised the watertight integrity. Based on the results of the investigation, the white adhesive attached to the snake tube outer sheath was not reproduced, therefore a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the channel leaks water; and has white adhesive attached to the snake tube outer sheath found during service maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.